Event description:
It was reported that the customer was hospitalized and they want to shut off the insulin pump. It was stated that the customer had high blood glucose of 700's to 800's mg/dl for the past few days. The hospital also requested to turn off the alarms. Then the wife called back and stated that the hospital was messing up the device. Assisted the caller changing the glucose alert and turning off the high alert. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.